Event description:
Customer reported the high voltage power supply regulator needs to be replaced. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage regulator. System operates as intended.